Event description:
It was reported while using bd plastipak¿ syringes leakage occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: I have a report of some defective 50ml syringes that have leaked into the plungers. On inspection following filling in our aseptic unit the syringes were found to be leaking form the plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-apr-2023. H6: investigation summary. Eight samples and photos received by our quality team for investigation. Upon visual evaluation of used samples and photos, the syringes present leakage past the stopper. Further evaluation was performed, barrel do not present any damage that could have deformed their shape. The stopper is correctly assembled, when the syringe is disassembled the plunger does not show any defect. Further testing was conducted, no sign of leakage occurred. A device history review for both lots 2208085, 2210995 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: medical device lot #: 2208085. Medical device expiration date: 31-jul-2027. Device manufacture date: 27-aug-2022. Medical device lot #: 2210095. Medical device expiration date: 30-sep-2027. Device manufacture date: 05-feb-2023.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: I have a report of some defective 50ml syringes that have leaked into the plungers. On inspection following filling in our aseptic unit the syringes were found to be leaking form the plunger.